Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter was not holding charge. The complaint was classified based on the customer service representative (csr) documentation. The patient was unwilling to confirm when the alleged power issue began. The patient manages her diabetes with insulin (type/dose unspecified). As a result of the alleged issue, the patient claimed she took her insulin at unspecified times without knowing her blood glucose levels. The patient denied developing any symptoms and there was no report of any medical treatment/intervention received due the alleged issue. It was not reported if any other device was used for testing. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr documented that the patient had charged the meter until the ¿charge complete¿ message had appeared. The csr documented that based on the patient¿s testing frequency and usage, the battery did not need to be recharged. The csr noted that the alleged issue was a recurring issue. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.